Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. During a call, pt mentioned hcp had relocated ins from right side of back to upper buttocks after ins was lying the wrong way in the pocket and causing pain for the pt. Hcp performed relocation surgery for the ins on (B)(6) 2020. Because of the new ins location, pt now had to lay on side when recharging ins; while lying on side, pt positioned recharger antenna over the ins until they have "excellent" charge quality. Then the pt rolled over to back to continue charging ins. Pt mentioned rolling over to back from side was "uncomfortable" for pt. Pt mentioned the recharger antenna charged ins in 1 hour.